Manufacturer narrative:
The insulin pump alarmed during the rewind due to a corroded motor home switch. The insulin pump had minor scratches on the display window, cracked case near the display window corners, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The customer stated that she was about to have a magnetic resonance image taken when she realized that she had not taken the insulin pump off. The customer's blood glucose was 262 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.